Event description:
Report was received from the USA stating that an 840 ventilator experience a loss of communication. The device was not being used on a pt when the event occurred.

Manufacturer narrative:
A covidien customer service engineer (cse) inspected the device and verified the malfunction. The cse updated the software to rev ak. The cse also replaced the breath delivery unit (bdu) central processing unit (cpu), then ran all calibrations, the extended self test, the short self test, and performance verification tests. All tests pass per MFR's specs. Covidien reference: (B)(4).